Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon pre-discharge interrogation, the atrial lead was capturing and sensing the ventricular events. X-ray and fluoroscopy revealed lead dislodgement. The lead had dropped down to the tricuspid valve. The lead was successfully repositioned on (B)(6) 2020. The patient was stable before, during and after the procedure.